Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that a latitude follow-up report for this device had question marks instead of data for implant date, model/serial, and impedances. The patient denies having any radiation or medical procedure done. A review of downloaded device data was done by technical services. It was confirmed that there was a memory error in the patient data portion of the device. The device itself is operating normally. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.